Event description:
Doctor placed patient in tongs, patient then placed in mayfield. Patient's head moved slightly. Doctor re-checked tong position. While no one was touching patient , head moved a lot causing a two inch laceration. The patient had to be taken out of the mayfield and placed back on stretcher. Stitches were required to repair the laceration. A different set of head tongs were applied.